Manufacturer narrative:
(B)(4).

Event description:
Additional information found it was reported the patient¿s lips were turning blue.

Event description:
It was reported that the patient experienced "difficulty talking" and seizures. It was stated that the patient had a hospital stay for two days due to "difficulty talking." It was noted that this started "2 or 3 weeks" prior to the reported. On the night prior to the report, the patient reportedly "had a feeling come over her head like she was dying and her eyes rolled to the back of her head, she was shaking, turning white, one hand went up in the air, and she lost consciousness." It was stated that the patient went to the emergency room (ER) and was told she "had another seizure similar to the first one in the e.r." It was noted that the healthcare provider informed the patient that the seizures "may have been caused by her stimulator." It was further noted that the patient was in the hospital during the time of the report. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3986a, lot# n317583, implanted: (B)(6) 2012. Product type: lead: product ID 3986a, lot# n317580, implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) therapy worked beautifully at first. It was noted that the patient was able to go from 400mg of morphine per day to 100mg per day. It was noted that the stimulation was set at 5. The patient stated that they had to stop using stimulation because of seizures from the ins which occurred in (B)(6) 2013. The patient noted that they did not use stimulation therapy again until a couple of months prior to (B)(6) 2014. The patient stated their healthcare professional (hcp) reprogrammed around (B)(6) 2013 or (B)(6) 2014 and stimulation therapy started working again. The patient stated, ¿it took months to get into see him and when he actually tried to reprogram me in the office I was at 5 when I stopped using it and he tried to bring me to 4 and I had a seizure right at his office.¿ the patient further stated, ¿so now when he programs me I have to be admitted. So the last time he programmed me was in (B)(6). So somewhere right around there he admitted me and did the eeg and reprogrammed me and all that good stuff and it started working again. I¿ve only had it working the last couple months.¿ the patient stated that the ins was in their chest and the leads were in their brain. The patient stated that they had trauma caused by a fist which ¿ruined all the nerves on the left side of their face.¿ it was noted that the patient had been in ¿terrible, unbearable pain.¿ the patient noted that they still took 400mg of morphine per day but did not need ¿breakthrough meds, just a little oxycontin.¿ the patient also noted that they take torelacl. The patient also noted that they were not in tears or suicidal every night like they were before the stimulator. The patient stated that they were programmed to 3.3. The patient noted that they could not have stimulation on while driving because of their seizures. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient saw a different doctor and a manufacturing representative (rep) was there to help change the patient's program a only to see if it could better help the patient's trigeminal neuralgia. The doctor kept all other settings the same as far as cycling, limits and such but he did change a's electrode configuration and he monitored her while they increased the voltage. The patient almost had a seizure when they went up in voltage but they stopped the system and retried once she felt better. Her original complaint was that she had 2 seizures from her motor cortex stimulator in 2013. The doctor monitored her yesterday and the rep went back to help program today. They increased her volts to a max of 5.0 on program a and everything else was left as it was when she checked in. She was supposed to be discharged today unless she had any problems. The doctor would most likely leave her at what they did with her today, to go back to her previous doctor. The patient was alive with no injury at the time of this report. There was no alleged product issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's stimulation was the cause of the seizures. It was noted the patient had had three seizures with the first happening when stimulation was at 5.0 v and the second at 4.0 v. It was reported the patient's healthcare provider did not want them to go above 3.34 v. It was noted the stimulation was more effective at the higher setting. It was reported the patient was implanted for trigeminal neuralgia.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device was going up to 5 by itself. The patient was able to turn it down but this was making her almost have a seizure.